Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority 30166 (max air exceeded) alarm occurred on an amia automated pd cycler set during peritoneal dialysis therapy. The patient was connected at the time of the alarm. This occurred during dwell one of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a leak from an unspecified location on the supply line and the bag on the red clamp line has air in the solution line, which resulted in the alarm. Renal therapy services (rts) assisted the patient with clearing the alarm and assisted with restarting therapy with all new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted